Event description:
While inserting a 20g bd nexiva IV, the IV catheter and safety device with needle in it would not separate from the IV catheter that was in the vein. This happened with 2 different IV insertions. The patient had to be poked x3 since 2 of the IV's were defective.